Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 28-mar-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 22-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient was having pain down both legs starting on (B)(6) 2019, so the manufacturer representative had told the patient to turn shut the stimulation off. X-rays showed that the leads moved. The patient was going to be reprogrammed on (B)(6) 2019. Surgical intervention was not planned or performed. There were no further complications reported or anticipated.

Manufacturer narrative:
H3: analysis of the lead (va1z3qg034) determined that the conductors were broken within 10cm of the connector area. Analysis of the lead (va1z3qg034) determined that the conductors were broken within 10cm of the connector area. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the leads have been returned for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Any additional information received regarding manufacturer report #s 3004209178-2019-15870 and 3007566237-2019-01782 will be submitted under this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient on (B)(6) 2019. It was reported that an impedance check showed that several contacts were out on both leads. The leads were tested in the implantable neurostimulator and then also in a wireless external neurostimulator. The patient had her leads replaced due to the contacts being out/high impedances. The cause of the high impedances were not determined. The issue was resolved at the time of the report. No further complications were reported or anticipated.